Event description:
A pt reported experiencing inaccurate erratic results with a lifescan, one touch ultra meter. The pt's blood glucose results were 195, 135mg/dl. Tests were done within 10 mins with a difference of 30%. Pt did not experience any adverse events.